Event description:
It was reported that a user experienced signal loss between the dexcom g7 and the ilet, with the sensor connected to the dexcom mobile app while the ilet continued to prompt pairing; troubleshooting included disabling the phone¿s bluetooth and re-entering the pairing code, after which the dexcom successfully paired to the ilet, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet that resulted in intermittent communication failure attributed to the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.